Manufacturer narrative:
The device was returned for evaluation. A visual inspection was performed on the device and found a portion of the bending section skeleton protruding out from the bending section cover. The bending section damage was approximately 70mm from the distal end side, which was causing. The cover was removed in order to reveal the extent of the damage to the bending section. The bending section skeleton was fully separated producing sharp edges near the insertion tube side. The bending section support pins were still intact and not lifted. There were excessive broken fibers (black dots) throughout the image, and chipped bending section cover glue near the distal end side. The glue at the end of the bending section cover on the distal end side is missing a large portion (approximately 80 percent), which was not returned for the evaluation. The IFU states the following; ¿do not twist or bend the bending section with your hands. Equipment damage may result¿. The IFU also indicates that, damage to the bending section would happen if excessive force was applied while angulating in the opposite direction if there was no movement from the bending section; this would occur more so in a narrow environment. This was a newer type ns unit (post counter measure) that was verified by the positioning of the bending section tab; in conjunction with the value (3) of the third digit of the serial number, according to the service center repair work aid. Based on the evaluation, the likely cause of the broken bending section skeleton and fibers is due to excessive force and/or stress, attributed to mishandling.

Event description:
The user facility reported that there were broken fibers. No other information was provided. No patient injury was reported. The service center found the skeleton was broken with metal protrusion.